Event description:
It was reported that transmissions showed that the implantable cardiac monitor (icm) exhibited diagnostic issue. No intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
The device displaying a 0% af burden was confirmed. Final analysis found the firmware provides 2 sets of af diagnostics and they are cleared at different times. Manual calculations of the af burden % using several different methods all came to 0% when rounded. This is mainly due to the large amount of time that has elapsed since implant/clearing of diagnostics. The device firmware and programmer software are functioning as designed and no anomalies were detected.

Manufacturer narrative:
Event date previously was not reported. And information received, notes the event date as (B)(6) 2024. After new information received, the first awareness date is corrected to (B)(6) 2024. Previously reported awareness date was (B)(6) 2024.